Event description:
Medication given through medication port during dialysis. After medication administered, medication port flushed and flush syringe remained connected to the end. Pool of blood discovered on floor, suspected slow ooze from medication port that did not trigger alarm on machine. Inspection of cartridge discovered a crack in medication port line.